Event description:
Technical services received a call on 10/24/2012 from sales rep recommend repositioning the lead as likely something changed when connecting to the device. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)